Event description:
This case came to the attention of advanced tissue sciences, inc. Through MFR's sales/marketing manager at another co. Mgr observed the case description in promotional material for acticoat, silver-coated antimicrobial barrier dressing by another MFR, in which transcyte was mentioned in a manner which implied a treatment failure, successfully resolved with acticoat. Rptr contacted dr to investigate facts of the matter. Dr is the director of the burn unit at medical center. Dr spoke to rptr from the airport on dr's way out of the country. Dr relayed the following info to rptr and will sign a confirmatory letter and mail back to the rptr the day dr returns. This 2 year old was originally treated by another dr at medical center burn center in 99. Apparently the family was travelling back home in another city and drove back to another state. Dr applied transcyte over this partial-thickness scald burn on the back and left arm. According to dr, during the next days while the family was driving to another state, the parents did not look at the wound or do anything to protect it. Thus, in 99, when the pt presented at the burn center, because of frictional contact with the car seat and general neglect, the transcyte had been partially rubbed off and the wound had become infected. There was wet, loose transcyte and green, odorous drainage. Acticoat dressing was applied to all open areas and over the remaining transcyte. Lab results revealed heavy pseudomonas aeruginosa growth and light to moderate growth of methicillin-resistant staphylococcus aureus (mrsa). By 99, all burns were pink and clean without open areas, except for a small residue of transcyte. In the dr's opinion, the relationship of transcyte to the infection was "none". Rptr concurs, with dr's opinion, inasmuch as the probable cause of the infection was inappropriate care of the burn wound by the family during the auto trip.

Event description:
After reviewing my letter to him, dr. Siverstein asked that the narrative previously submitted (original report 5/12/2000) be changed as follows: this 2 yr old pt was orginally treated by dr. At loyola univ. Medical center burn center in chicago in 1999. Apparently the family was traveling back home from chicago to oklahoma. Dr applied transcycle over this partial-thickness scald burn on the back and left arm. According to dr. Silverstein, during the next days while the family was driving to oklahoma, the parents did not look at the wound since they were advised to leave it alone til they arrived in oklahoma city. Thus, on 1999, when pt presented at facility, transcycle was found to have pus beneath it and the wound had become infected. There was wet, loose trancyte and green, odorous drainage. After wound culture and cleansing. Acticoat dressing was applied to all open areas and over small of remaining transcycle. Lab results revealed heavy psedomonas aeruginosa growth and light to moderate growth of methicillin-resistant staphylococcus aureus (mrsa). By 8/2/1999, all burns were pink an clean without open areas except for a small residue of transcycle. In dr opinion, the relationship to transcycle to the infection was "none".